Event description:
It was reported that during surgery, the hcp experienced difficulty while advancing lead and was unable to maintain midline placement with 5-6-5 lead. No injury to the pt was reported.